Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen would time out sooner than expected and would time out while attempting to press buttons. Reportedly, customer continued to use the pump for insulin therapy. Customer's blood glucose was 84 mg/dl.